Manufacturer narrative:
Product requested but not received.

Event description:
On (B)(6) 2021 a patient (pt) called to report os redness, dryness and irritation while wearing the acuvue® oasys® brand contact lens (cl). The pt reported the os was currently dry and irritated while wearing the os cl at the time of the call. The pt reports visiting an eye care provider (ecp) for treatment and will send the medical reports from the treating ecp. On 16dec2021 the pt provided additional information. The pt reported os irritation on (B)(6) 2021 and was diagnosed with an os corneal ulcer at an urgent care center. Additional medical information was requested, but no additional information was provided. On (B)(6) 2021 the pt provided medical reports and documents by email. On (B)(6) 2021 : telephone visit consult. Reason for visit: eye pain. Thursday, had cl in, 1 week ago eye began with irritation, eye discharge noted last night. The pt started an old antibiotic. Assessment: os conjunctivitis. Plan: go to ER or urgent care to rule out corneal ulcer. On (B)(6) 2021 :ecp visit note: os corneal ulcer; start new medication: mofifloxacin 0.5%, one drop in the affected eye every hour, one drop in the os every 5 minutes for the first 3 doses, then one drop in the os every hour until follow-up with ophthalmology. Tobramycin 0.3% ointment, apply ½ inch in affected eye every evening and at bedtime for 7 days. -attachment showing follow-up appointment scheduled with treating ecp for (B)(6) 2021. No additional medical information was provided. On (B)(6) 2022 a call was placed to the pts treating ecp and a representative confirmed the pt was seen on (B)(6) 2021 for os corneal ulcer. No additional medical information was provided. The os suspect lot number is unknown. The os suspect cl was requested for return for evaluation, but it has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.